Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6), 2012. According to the complainant, during the procedure, while attempting to crush a stone, the device tip detached. Reportedly no excess force was applied to the handle. The detached tip was left to pass through the patient on its own. The same device had been used prior to the alleged issue to capture/crush stones. No other anomaly or damage was noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a bile duct stone removal procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to crush a stone, the device tip detached. Reportedly, no excess force was applied to the handle. The detached tip was left to pass through the patient on its own. The same device had been used prior to the alleged issue to capture/crush stones. No other anomaly or damage was noted. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however, reported to be over 18 years old. (B)(4): tip detached prematurely. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination found that the device returned with basket wires retracted and the basket tip missing. The basket tip was not returned for analysis. The basket wires were retracted into the coil assembly and could not be extended as the wire ends became caught inside the coil assembly. The coil assembly was cut and the basket wires were examined and no abnormalities were identified. Residue was present on the device which indicates procedural use. The condition of the returned incident device was consistent with the complaint that the basket tip detached. Physical examination of the device found the basket tip to be missing. A material review of the sub-assembly components used within the reported lot confirmed that the tip and pull-wire joints conformed to the manufacturing specification. The tip detachment likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Furthermore, based on the lot number provided and the procedure date, it was determined that the device had been used past its expiration date. (B)(4).